Event description:
It was reported to philips that c-arm not giving angles; reboot attempts unsuccessful on a allura xper fd10 f. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
No documented fix; reboot attempts failed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).